Manufacturer narrative:
On 25jun2020 beckman coulter received a sample from the patient; the sample was collected on (B)(6) 2020. On (B)(6) 2020 the patient sample underwent interference testing including heterophile and alkaline phosphatase interferents. The interference testing demonstrated the presence of alkaline phosphatase interferents in the patient's sample. Per the hstni instructions for use (IFU), par number (pn) c11140.k, it states: "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. Other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Fibrinolytic agents activate proteases that may influence protein measurements, including troponin. Carefully evaluate the results of patients suspected of having these types of interferences."

Manufacturer narrative:
(B)(6). The patient is a woman born on (B)(6). Customer did not supply patient demographics such as weight, ethnicity or race. (B)(6). A beckman coulter analyst field application was dispatched to assess the assay's performance. He noted that system performance indicators as system check, calibrations and controls have been passing within specification and no relevant error messages were found in the event log. In conclusion, the root cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2020, the customer reported that on (B)(6) 2020, repeatable erroneously elevated hstni (access high sensitivity troponin I) results were obtained for one patient involving the laboratory's access 2 immunoassay analyzer (serial number (B)(4)). The first hstni results obtained were 859.22 pg/ml and 960 pg/ml on (B)(6) 2020. Upon repeat on (B)(6) 2020 the result obtained was 934 pg/ml. The sample was tested with alternate cobas (manufactured by roche) method with a discordant low result (<0.002 ng/ml). On (B)(6) 2020, the customer informed bec that ECG, echocardiography, coronary angiography and cardiac MRI were carried out as a result of the significantly elevated troponin values. No issues with sample integrity were reported by the customer. There is no indication of a system malfunction. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control have been passing within specifications.